Manufacturer narrative:
The power management (pm) printed circuit board assembly (pcba) was returned to the manufacturer for failure investigation. The pm pcba was tested and no failures were identified.

Manufacturer narrative:
B4: 07sep2021. The unit was serviced by a third-party provider. It was confirmed that the power switch overlay, power management (pm) board, user interface (ui) board, and the cable that connects the ui to the pm board were replaced to address the problem. The replaced parts have not been received by the manufacturer for internal analysis; therefore, the root cause cannot be determined at this time. If parts are received, this complaint will be reopened and a root cause analysis at the component level will be performed.

Event description:
T was reported to philips that the device had a pop-up window during ventilation, error message: led defective. The device was in use at the time of the event. After the alarm occurred, the user swapped out the ventilator and connected the patient to another ventilator. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated that there was an error message that the alarm led was defective during ventilation and that alternative ventilation should be used. The customer performed troubleshooting with the rse and stated that they tried to reproduce errors but that the device has ventilated for 3 hours without an error message. The rse advised the customer to replace the power switch overlay, pm pcba, ui pcba ,and ui to pm pcba cables according to the service manual.